Event description:
Additional info received from customer noted no vitreous loss. Additional viscoelastic used to prvent vitreous prolapse into anterior chamber. Stated there was no patient injury, but felt this could cause injury if it recurs. Prognosis reported as excellent.

Event description:
Reporter noted dr had 3 posterior capsule tears in 2 days. Felt these were due to I/a tip. Changed out all tips in 5 trays to a new lot number. No further problems reported. Pt 2 of 3:status unk.